Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump with a color screen sustained physical damage when the user slipped on ice and the device screen cracked; the user opted to continue using an original-generation ilet and return the damaged color unit. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no medical intervention. Investigation included internal case review and coordination to verify device serial numbers and product configuration. Investigation of this case revealed a damaged device enclosure/display consistent with accidental drop-related damage, with no allegation of device malfunction and no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device performance.